Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked. The introducer sheath was inspected and was found kinked near to distal tip, the twist lock had been opened. The main coil was found kinked and stretched near to interlocking arm. The interlocking arm was detached. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it as the main coil was stuck. It was necessary to cut the sheath in order to release the main coil. Microscopic inspection found the proximal end has a smooth surface. The interlocking arm was found kinked. The zap tip has a smooth surface. The main coil was found kinked and stretched near to interlocking arm. The interlocking arm was detached. Dimensional inspection revealed that the device is within specification.

Event description:
Reportable based on device analysis completed on 19nov2019. It was reported that the coil was stuck inside the catheter. An 8mm x 20cm interlock-35 was selected for use. During preparation, it was noted that the coil only reached the distal part of the catheter and could not advance to the proper position. Consequently, the coil was pulled back into the catheter. During the second attempt to advance the coil, the coil became stuck inside the catheter. The coil was removed within the catheter all together and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.